Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analytical unit (serial number: (B)(6)). The investigation determined that the hiv duo elecsys e2g 300 v2 assay performed within specifications. Calibration signals and quality control recoveries for the relevant lots were found to be within expected ranges. The investigation identified that service actions performed on 18-mar-2025, including a sipper flow path wash and cleaning of the water tank, may have contributed to improved assay performance. Potential contamination of the system water tank due to irregular maintenance could not be excluded as a contributing factor. Regular maintenance of the system water tank is part of the operator's responsibilities. A general product issue was not identified, and the device remains in operation at the customer site.

Event description:
The initial reporter alleged a higher number of false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit. For sample 1, initial results on (B)(6) 2024 included hbsag at 7.56 coi (reactive) and hiv duo at 3.23 coi (reactive), with hivag at 3.15 coi. Repeat testing on (B)(6) 2025 showed hbsag at 3.90 coi (reactive) and hiv duo at 1.86 coi (reactive), with hivag at 1.76 coi. For sample 2, initial results on (B)(6) 2024 included hbsag at 1.17 coi (reactive) and 2.28 coi (reactive), with a subsequent result on (B)(6) 2025 showing hbsag at 4.63 coi (reactive). Repeat testing on (B)(6) 2025 showed hbsag at 3.74 coi (reactive) and hiv duo at 1.81 coi (reactive), with hivag at 1.69 coi.